Manufacturer narrative:
The lot number was not provided; therefore, a review of the device history record could not be performed. A visual observations on the returned sample showed the presence of dried bodily/fluids in the catheter lumen. A pressurized fluid leak test was attempted; however, a leak could not be confirmed due to catheter occlusion. The extension tubing were pulled and found to be perfectly attached. The device was examined using different magnifications and no damages that could affect the performance of the device was noted. Lal endotoxin test results and sterilization records for this lot were reviewed and were within spec. Catheters are also 100% inspected during various stages in the mfg process. Based on the info available, the exact root cause could not be determined. Per argon's "clinical education manual", mechanical phlebitis is most commonly seen during the first 3-7 days following catheter insertion, but may occur at any time while the catheter is indwelling. Some of the potential causes of mechanical phlebitis area large catheter to size ratio, inexperienced catheter inserter, extensive movement of extremity, etc. Some of the prevention listed are select smallest catheter to meet needs of infant, insert using a slow, controlled process, etc. Some of the intervention techniques are treat at the first sign of phlebitis, treat until resolved (usually within 72 hours), if symptoms worsen despite appropriate treatment, consider removing catheter. The catheter was removed three days after insertion. No other medical intervention was reported. Clinician did not believe the PICC was the cause. Per the IFU, clinicians must be familiar with and trained in the placement, maintenance, and use of PICC and/or midline catheters. Argon provides clinical education to instruct clinicians on recommended practices for PICC insertion and maintenance.

Event description:
Reported leaking of tpn at spot where extension set tubing meets stabilization platform. Dressing was undisturbed. Line placed (B)(6) 2015 in left femoral. Line pulled (B)(6) 2015. Pt got phlebitis on (B)(6) 2015 but clinician does not believe PICC was the cause.